Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and trying different power sources. It was unable to confirm if the issue caused any adverse impact to the customer's blood glucose level due to the pump screen not turning on. Technical support instructed the caller to use a different wall adapter and confirmed that the customer would use multiple daily injections as a backup. Since the problem persisted, they decided to replace the pump, which was still under warranty, and the customer was instructed to return the faulty pump to tandem using a prepaid label.